Event description:
Procedure: hand-assisted laparoscopic low anterior resection with coloanal anastomosis and temporary loop ileostomy, laparoscopic splenic flexure takedown. During procedure, staple malfunctioned and the proximal end was stapled while there was no staple line on the rectal stump. There were no loose staples to suggest that the staples were misfired. The staples were not there on the distal rectal stump.